Event description:
The hub broke off when a patient was being treated by paramedics, the hub broke off once the needle was inside the patient. It was not able to be pulled out, the patient will need a procedure to remove the catheter.